Manufacturer narrative:
Note: the date of the malfunction is (B)(6) 2018, at which time a medtronic employee was made aware. The malfunction itself is not a reportable event. Medtronic was made aware of a potentially related patient death on (B)(6) 2018. This MDR is being filed on that reported outcome. Concomitant medical products: other relevant device(s) are: product ID: daq916, serial/lot #: (B)(4)/211603223, UDI#: (B)(4), manufactured date: 07/15/2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) phoned a manufacturer representative during pre-operative set up to report that the controller was not recognizing the preamplifier when connected to the preamplifier output a. The device failed during functional tests, showing the error message "digital pre amplifier error-verify connections or replace the module". There was burnt odor and error message occurred during pre boot-up of the system and it was not yet connected to the patient. During the corrective maintenance (troubleshooting), it was identified that the pre-amp a output of the controller was not working. One of the preamplifier used was broken, the back panel was cracked. They also tried to perform troubleshooting steps like changing out devices one at a time to see which may be affecting the setup. They read the error message back and that indicates that the issue was with the preamplifier. They switched the device and cable and rebooted the system. The doctor then mentioned that he would cancel the case and reschedule for another day when he had a device available. The doctor left the surgical center, abandoning the procedure and the patient was no longer monitored and by fatality, the patient died. Additional attempts are being made to gather additional information to clarify the reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: per the physician: an arthrodesis with spinal cord decompression at the thoracic-lumbar level was performed on (B)(6) 2018. During the procedure the nim system was functioning as expected, then ¿right after first monitoring registrations¿ it gave off a ¿burnt odor¿, at which time ¿the system presented an error message and didn¿t allow any other function (mep, eeg, ssep emg).¿ the physician further states that, ¿I don¿t have details of the case, because I was forced out of the operating room due to the technical fault and non-function of the nim-eclipse system.¿ I was later informed, by colleagues that were in the or during the surgery, of the death. Because of ¿the sudden failure in the equipment for intraoperative monitoring the patient [could] no longer be monitored¿; at which time I left the or. ¿in my view, there is no causal link¿ [between the malfunction and the patient outcome].